Event description:
On (B) (6) 2010 the pt reported that the up button on her insulin infusion device responds intermittently when she tries to bolus. She said this has resulted in her experiencing blood glucose readings that are higher than normal. She said her reading was around 130 mg/dl with her normal range is around 99 mg/dl. She stated she is not currently using her device. She stated the button pops up when pressed. The pt did not require assistance from healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.